Manufacturer narrative:
An attempt to inflate the balloon of the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approximately 3 mm from the balloon proximal tip. A possible cause of the taper to taper tear in the balloon could have been rapid impulsive inflation. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode was a taper to taper tear. The review of the lhr (lot f1316905) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR # 3004939290-2014-00332 for the second device.

Event description:
It was reported by the aci clinical specialist that a pt underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f cordis sheath. Pre-procedure, the pt was anti-coagulated with lovenox. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during the prep of the device, the balloon lost pressure. A second device was prepped and also lost pressure before it could be used on the pt. A third mynxgrip was prepped and deployed successfully.